Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced differences in blood glucose and sensor glucose. Customer's current blood glucose was 125 mg/dl. After troubleshooting, customer was advised to call help line is he encounters any further issues. No further information provided.